Event description:
The lay user/patient's daughter contacted lifescan in 2007 and alleged that the patient's one touch ultramini meter was reading inaccurately high. The medical affairs specialist was unable to reach the reporter or the patient after several attempts via phone. A letter was sent to the address provided. The daughter reported that the patient had obtained a result of hi on the subject meter at 4:00 pm. Based on that result, she gave the patient 8 units of her new insulin apidra. About 15 minutes later, she gave her 26 units of lantus insulin. About 2 hours later, the patient started severe twitching and was retested on her meter with a result of 469 mg/dl. Within 10 minutes of that reading, the patient tested on her other meter (ot ultra) and obtained a result of 44 mg/dl. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and /or <= 30% mg/dl. The patient was given orang juice. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl) and that it was coded correctly. The test strips were in good condition and within the expiration/discard dates. The patient's testing technique was reviewed to be correct and she was also cleaning the puncture are properly. She did not have the correct control solution and therefore, a quality control check could not be performed. This complaint is being reported because the reporter alleged the patient was given insulin based on the meter result and later became hypoglycemic. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.